Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the case seal traveling to the grip pad. The pump cover was removed and moisture was found in the battery canister and on the printed circuit board. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture ingress and a cracked/damaged battery compartment. This report is made based on results of investigation completed on 21-feb-2018.